Event description:
During preventative maintenance (pm), the customer¿s biomed noted that the device would not power on. The device was not in patient use at the time of the reported event. The user facility reached out to philips remote service engineer (rse) for support. The rse provided some instructions on how to check the ac volts going into the power supply and the dc volts coming out of the power supply. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received from case notes: per remote service engineer communication with the customer, the customer claims the unit is operating fine but has an internal battery on order, which is back-ordered. They will install the battery and repair the unit. More information has been requested.

Manufacturer narrative:
The necessary repair will be completed once the internal battery is received.